Event description:
It was reported that the patient presented to the hospital for an implant procedure. Prior to insertion into the patient's body, it was noted that the helix of the right atrial (ra) lead failed to extend. The ra lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. X-ray examination found that the helix was compressed and stretched that would have contributed to the helix issues reported in the field. The cause of the reported event was isolated to blood/ tissue in the helix region and helix being compressed and stretched consistent with procedural damage.